Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, once the lens was in the bag, it was noted that the haptic had broken off. The surgeon reported the lens was removed [unk if lens was replaced]. Additional info was received from the nurse supervisor who further reported the pt moved around a lot and in the attempts to stop pt movement, there was a delay in the administration of anesthesia. She reported the whole case took 3.5 hrs long. She reported, at two days postoperatively, the pt's visual acuity is 20/400 (preoperative was 20/40) which is due to corneal edema. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info was requested on 10/17/2012, 10/24/2012 and 11/14/2012 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).